Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There is no allegation of damage. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2017 with the following findings: during investigation, the black box showed evidence of unexplained pump reboots. There was no battery cap returned and all testing was performed with a test battery cap. The pump powered on with a test battery cap. The battery cap was able to fully tighten. The battery compartment was intact with no cracks. Unrelated to the original complaint, there was evidence of moisture contamination inside the battery compartment. The audio bolus button cover was torn but still responsive. A 24-hour basal program was run with a test battery cap. There were no reboots, loss of power or call service alarms duplicated. A leak test showed a leak at the bolus button. The pump case was removed and there was no evidence of additional moisture inside the pump. An ¿intermittent power¿ event was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).